Manufacturer narrative:
Additional information was received that the patient's infection had cleared and she was reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that a patient experienced a seroma at the pocket site. The patient's symptoms were drainage and swelling at the ipg site. The physician drained some fluid and prescribed the patient levaquin oral antibiotic.

Event description:
A report was received that a patient experienced a seroma at the pocket site. The patient's symptoms were drainage and swelling at the ipg site. The physician drained some fluid and prescribed the patient levaquin oral antibiotic.